Event description:
One month after implant, pt was undergoing pre-op for a nips study when it was discovered that the atrial lead had dislodged and the ventricular lead had shifted. The leads were repositioned and the pt was discharged the next day. During an internal review of clinical studies, it was discovered that this should have been reported to the FDA.